Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation revealed that the reported event was caused by a damaged bulkhead connector. Replacement of the connector resolved the issue. No further issues were reported. Replaced connector was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system's network connectivity was intermittent. There was no patient present when this issue was identified.